Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative went onsite to troubleshoot. The representative evaluated the device and the customer's report was not replicated or confirmed. The activity log was overwritten and could add no value to the investigation. The device was recertified. Analysis of reports of this type has not identified an increase in trend.